Event description:
It was reported that the patient experienced pain at the pocket site. The physician moved the patients implantable pulse generator (ipg) to the opposite side. The ipg remains implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.